Event description:
Patient underwent index procedure having one endeavor sprint drug eluting stent implanted. It was reported that 40 months post index procedure, the patient was admitted to hospital for chf exacerbation and atrial fibrillation with a rapid ventricular rate and was reported to have died. Cause of death is unknown.

Manufacturer narrative:
(B)(4).